Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report falsely elevated, above assay range results that were obtained on patient samples on an immulite 2000 xpi instrument. Quality controls (qcs) were not run on the day of the event. A customer service engineer (cse) was dispatched to the customer's site and checked the instrument. The cse found that the instrument was contaminated. The instrument was decontaminated, and the substrate bottle, the substrate pump, and substrate tubing were replaced. Afterwards, a water test was performed and found to be acceptable. Controls were run and found to be in range. The complaint was resolved by routine troubleshooting. The instrument is operational. The immulite 2000 xpi system is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required.

Event description:
The customer reported the observation of an immulite 2000 xpi instrument (serial number: l5151) which was giving results above the assay range for all assays tested. The customer runs eight assays on this instrument: igf-I (smn 11128543) kit lot 343, psa (smn 10706282) kit lot 175, igfbp-3 (smn 10381447) kit lot 440, free psa (smn 10487239) kit lot 384, growth hormone (hgh) (smn 10381451) kit lot 250, hcg (smn 10381206) kit lot 483, rubella quantitative igg (smn 10381305) kit lot 523, thyroglobulin (smn 10381647) kit lot 463. The customer only provided data for three patient samples (one igf-I and two psa patient samples). The customer did not provide additional results. The erroneous results were not reported to the physician(s). The samples were repeated on an alternate immulite 2000 instrument. The repeat results were lower than the erroneous results. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated results.